Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the severe left knee polyethylene wear with knee malalignment as noted. Additionally, initial operative note was provided and noted 2mm recut for extra posterior slope. Complaint confirmed based on the x-ray review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial knee arthroplasty. Subsequently, patient was revised due to poly wear approximately 3 years 9 months post implantation. Review of x-ray imgages provided showed wear on the left articular surface. No adidtional information available.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 183066 vanguard cr por fmrl-lt 62.5 lot# 699380. 141251 polished finned tib tray 63mm lot# 160600.